Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. Unrelated to the reported event, the company service representative found the mt 1 and mt 2 transducer of the pneumatic modules to be out of tolerance. The pneumatics transducer printed circuit board (pcb) was replaced to resolve that issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the illuminator lamp was not working prior to a vitrectomy procedure. An alternate light source was used to initiate the procedure.